Event description:
It was reported that deployment of the perclose proglide sutures in the calcified common femoral artery was attempted before an endovascular aneurysm repair (evar). The arteriotomy was 6f. Reportedly, a cuff miss occurred. Two additional proglide devices were used with the same results. Four proglides sutures were then successfully deployed and after the evar procedure, the sutures achieved hemostasis. There was no adverse patient sequela. The physician stated that the devices did not malfunction, but due to the calcification in the artery, the cuff misses occurred. Reportedly, the physician is trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as occurring approximately last thursday). The other 2 perclose proglide devices are being filed under separate medwatch MFR numbers. The customer reported the device was discarded. The lot number was not provided. A follow-up report will be submitted with all additional relevant information. Per the instructions for use, the safety and effectiveness of the device have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Without the device analysis, a conclusive cause for the reported cuff miss could not be determined. A cuff miss can be influenced by manufacturing, user technique and/or patient anatomical conditions. During manufacturing, the needle trajectory of every device is verified and a sampling of finished devices is destructively tested to verify the functionality of the device. User technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may cause a cuff miss. Reportedly, calcification was present at the access site. The perclose proglide instructions for use states, the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. It is likely that the reported calcification contributed to the needle to cuff miss. Furthermore, the physician attributed the cuff miss to the calcification in the artery and not a failure of the device. A review of the lot history record and a query of the complaint handling database was not performed as the device lot number was not reported and the device was not returned. Based on the review of the event information and testing/inspection criteria for this device, a product quality deficiency was not noted.